Event description:
PICC catheter had hole that resulted in leaking and oozing under tegaderm dressing. PICC had to be removed and replaced in an urgent situation to avoid interruption of IV fluids and glucose in this critical newborn.